Event description:
Reporter alleged blood glucose result of 127 mg/dl on the advantage system with customer sweaty and unresponsive. Paramedics measured customer's blood glucose on a professional meter approximately 15 minutes later as 7 mg/dl. Paramedics treated customer with sugar and transported to hospital where he was treated with food, juice and saline. Location of the testing was not provided. A request was made for the return of the suspect device and replacement product was sent.